Event description:
It was reported that the customer experienced a low blood glucose (bg) displayed as "low" on cgm. Reportedly, the customer is using off label insulin. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Device evaluation results: the investigation has been completed. Functional/duplication testing was performed, and no failure was identified related to the reported issue. The information will be used for tracking and trending purposes. Per tandem¿s instructions for use: do not use any other insulin with your system other than novolog/novorapid(novo nordisk insulin aspart) u-100 insulin or humalog ((B)(6) insulin lispro) u-100 insulin. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause very high or a very low blood glucose.